Manufacturer narrative:
This complaint is considered closed.

Event description:
**Update**(B)(4) 2013 - sales rep reported patient underwent revision procedure. There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient began to experience severe pain and swelling in her hip after replacement surgery. Doi: (B)(6) 2009 - no revision at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.